Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. During a 45-day follow-up examination, transesophageal echocardiography (tee) revealed a thrombus on the face of the closure device. The patient was switched from dual antiplatelet therapy (dapt) and placed on oral anticoagulation medication to resolve the thrombus.